Manufacturer narrative:
The returned product was thoroughly analyzed. During the analysis, the product was examined visually, mechanically, and electrically. During the visual and mechanical analysis, the product was visually inspected for damages, and the mechanical operability was tested. The product showed signs of wear and tear in the process. The electrical analysis tested the conductivity of the product, and the measured contact resistances were outside of the expected range. The atrial connection shows a permanent interruption. The product was destructively analyzed. A fracture of the connection was detected near the device connection. In summary, the complaint could be confirmed by the analysis. The product showed a cable fracture near the device connection. A review of the respective quality documents did not show any deviations or discrepancies. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - sporadic signal failure in atrium was reported. The event date was not reported. No adverse patient events were reported.